Event description:
Pt was dialyzing at home on a nxstage machine. Pt noted after treatment, during cleanup that there was a large clot in filter about midway from each end and blood in the toilet where the drain line was draining and no alarm sounded to indicate there was a blood leak. Nxstage called by staff on 11/19 to review the situation told that no alarm 60 blood leak alarm because, the blood leak alarm because, the blood leak detector only detects whole red blood cells and not hemolyzed blood. Dialyzer and cartridge returned to nxstage for testing. Nxstage has a "hemolysis" instruction in their nxstage user quick reference guide indicating possible causes of hemolysis on a nxstage machine. This includes "pink tinged effluent w/o the occurrence of a cycler 60 alarm. Dose or amount: single cartridge car 171b, frequency: daily dialysis, route: hemodialysis. Dates of use: (B)(6) 2012, 8 hrs. Event abated after stopped or dose reduction: yes. Diagnosis or reason for use: esrd.